Event description:
Plaintiff underwent an acl repair on (B) (6) 2006. Plaintiff's surgical records indicate, she used a 200 cc pump at an infusion rate of 2 cc per hour. Dr's notes further indicate, an e-paincare was used. Pt is now claiming glenohumeral chondrolysis.